Manufacturer narrative:
Evaluation results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and three similar complaints were found.

Event description:
It was reported that the surgeon inserted a competitor's lens but upon insertion of the lens, the surgeon noted a flaw in the lens optic. The incision was enlarged to remove the lens and another same type lens was implanted. The incision was sutured. The surgeon felt the cause of the optic flaw was due to the injector and cartridge.